Manufacturer narrative:
(B)(4). B. Braun medical in. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). All available information was forwarded to the actual manufacturer, b. Braun (B)(4). Per their report, they were unable to review the batch records as the lot number was not known. Without the sample or lot number, further evaluation was not possible. Multiple attempts to contact the facility have not been successful. Per the event description, the event occurred when the nurse was 'cleaning up supplies, she felt a stick in her left thumb". It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. Cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. Without the actual sample or lot number, a thorough investigation could not be performed. No specific conclusions can be drawn. If the sample and/or additional pertinent information becomes available, a follow up report will be filed.

Event description:
(B)(4). Lot# unknown. Needle stick occurred in micu on (B)(6) 2013. Nurse had a successful IV stick, when cleaning up supplies, she felt a stick in her left thumb, unsure if safety clip engaged. MFR - 9610825-2013-00227.